Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2019-01908. UDI number: (B)(4).  Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the placement too ventricular appeared to be related to patient/procedural factors (the valve got caught on the initial tavr frame).  There was no allegation or indication a device malfunction contributed to this adverse event.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during a valve in valve procedure with a 26mm sapien3 valve in a previously implanted sapien 3 (26mm) aortic position, the valve was placed too low. Per report, during deployment, as the valve was being deployed, instead of foreshortening from the ventricular side to aortic side, it foreshortened opposite of that. It is believed that the inferior part of the valve may have caught on the initial tavr frame effecting the deployment position. A new valve was implanted higher with no issues.  The patient was stable at the end of the procedure.